Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. The visual inspection verified the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's membrane was cracked (per device evaluation the device's downstream occlusion seal). There was unknown patient involvement.